Event description:
It was reported that the measured peep (positive end expiratory pressure) level on the anesthesia workstation was not equal to the set peep. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital site by our field service engineer. The inspiratory pressure transducer printed circuit board was found to be defective and the issue was solved by replacing it. After successful testing, the anesthesia system was cleared for clinical use. The replaced inspiratory pressure transducer printed circuit board was returned for investigation together with a complete set of device logs. The reported issue with a deviating peep pressure could be confirmed in the received logs but the reported deviation in peep pressure could not be duplicated when testing the returned part in a reference system. Based on the the passing of several system checkouts and the inability to reproduce the deviating peep pressure during long term testing on a test lung in our anesthesia laboratory, we have not been able to determine the true cause of the experienced event.

Event description:
Manufacturer's reference number: (B)(4).